Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that when changing the program of the fiber laser 600 mode vaporization, a breakage of the laser fiber was caused. When the surgeon used the laser again, sparks and explosion at the level of the red tip - laser fiber torn off. This resulted in discontinuation of the procedure and change of the equipment.